Manufacturer narrative:
Product analysis # (B)(4) :analysis information -- 05/05/2022 14:55:22 cst pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 977a290 lot# serial# (B)(6) im planted: (B)(6) 2020 explanted: product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead h3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a290 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. The lead body was cut through, product was segmented. H3: product ID 977a290 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. The lead body was cut through, product was segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290 , lot# / serial#: (B)(4), implanted: (B)(6) 2020 , product type: lead; product ID: 977a290, lot# / serial# (B)(4), implanted: (B)(6) 2020 , product type: lead. . Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4) , ubd: 26-aug-2024, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4) , ubd: 10-oct-2023, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the leads were too far to the left for coverage of t he patient's right sided pain. The hcp planned a revision of the leads on (B)(6) 2021 to resolve the issue. It was unknown if any external or patient factors contributed to the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a290; serial# (B)(6); implanted: (B)(6) 2020; product type lead; product ID 977a290; lot# serial# (B)(6); implanted: (B)(6) 2020; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Revision was completed and leads and battery were exchanged on that date and placed more laterally in the cervical spine. Leads and battery were exchanged, serials (B)(6) and (B)(6) were used for new leads and ipg replaced with serial (B)(6). Pts existing ipg was discharged in preop and rather than cancel case since she didn¿t have charging equipment we replaced. She did state she had trouble charging over the prior 2 months but reps were not aware and had no opportunity to troubleshoot. Will send removed ipg and leads to medtronic for analysis. Coverage is improved now and patient doing well.